Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged an unspecified spo2 alarm failure on the complaint device and requested support. The complaint device was not in clinical use at the time that the issue was discovered.